Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: e tlw1610c156e, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#:(B)(4); product ID: etlw1620c156e, serial/lot: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 57mm diameter abdominal aortic aneurysm. It was reported that the patient had an uneventful evar completed. The evening of the index procedure the patient developed paralysis. Per the physician, the cause of the event is unknown. Due to the patients comorbidities of chronic lumbosacral disease and compression fractures there may be spinal cord compression or spinal cord ischemia. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: review of pre-implant CT¿s revealed that the patient had a 57mm max diameter infrarenal aaa. The proximal neck was long and straight, measuring ~21mm in diameter just below the renal arteries, and ranging from 20 ¿ 22mm along the 5cm neck length. The neck was mildly calcified, with thrombus, and was essentially straight. The iliac arteries were diseased; bilaterally. Both common iliacs were aneurysmal, filled with thrombus, and heavily calcified. The right common iliac artery ranged in diameter from 17 ¿ 31 ¿ 12mm, and the left common iliac artery ranged in diameter from 25 ¿ 14mm. The external iliacs were mildly tortuous and calcified. The cause of the paralysis reported several hours after implant could not be determined from the pre-implant films provided. Films during and post-implant were not available for review. Other than the heavily calcified and thrombus-filled iliac arteries, analysis of the returned pre-implant films did not reveal any anatomical characteristics that could explain the reported paralysis. It is possible that the patient¿s comorbidities of chronic lumbosacral disease and compression fractures may have contributed to the paralysis. If information is provided in the future, a supplemental report will be issued.